Event description:
It was reported that the personal therapy manager (ptm) refill date was not accurate. The device system was used to deliver fentanyl, clonidine, compounded baclofen and morphine.

Manufacturer narrative:
Product ID 8709, lot# j11138r11, implanted: 2002 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient (B)(4).